Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) were returned to zmc, however investigation is still currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. The patient was asleep prior to passing and it was reported that resuscitation efforts were attempted by ems. The patient's post shock rhythm for the appropriate treatment was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The response buttons were not pressed during the event. The patient was last seen in CPR artifact with cardiac activity. The patient passed away on (B)(6) 2020.